Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 415mg/dl. The customer's most current level was 135mg/dl. The customer treated the highs with the pump and changing set. Troubleshoot was conducted. The keypad was found to be unresponsive. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump unit received with intermittent button response due to flattened/creased esc buttons dome switch. No unlocked j2/lcd keypad connector noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus delivery anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.